Event description:
It was reported that the system was implanted but was unable to convert the induced arrhythmia. The subcutaneous system was unable to convert in reverse polarity, as well as the initial shock polarity at maximum output. The patient was externally rescued multiple times after induction. The doctor elected to explant this subcutaneous system and implant a transvenous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system was implanted but was unable to convert the induced arrhythmia. The subcutaneous system was unable to convert in reverse polarity, as well as the initial shock polarity at maximum output. The patient was externally rescued multiple times after induction. The doctor elected to explant this subcutaneous system and implant a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.